Event description:
Sorin group italia has received a report that, during priming after having primed the blood side of the bdc vanguard with ringer's lactate, when the water compartement has been filled the pressure in the blood side has increased. There was no patient involvement. Customer believes the pressure increase in the blood side was caused by a connection between the blood side and the water side. Medical team elected to use crystalloid cardioplegia and procedure was completed with no issue.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4. The bcd vanguard cardioplegia heat exchanger is a non-sterile device assembled into a sterile convenience pack (item in01901, lot 2310130074) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the bcd vanguard was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.10. Sorin group italia manufactures the bcd vanguard cardioplegia heat exchanger. The incident occurred in groningen, netherlands. The involved device is available and it has been requested for investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
H11: review of livanova complaints database identified no other similar incidents notified for the batch concerned from the market. Unit returned to livanova for investigation. Visual inspection did not highlight any mechanical damage to the external case or the water ports. A subsequent dye leak test was performed to verify the integrity of the water compartment of the unit. According to device instructions for use, the inlet water pressure shall not exceed 3 bar. The water side was filled with methylene blue and gradually pressurized up to 2 bar for 1 hour, by sealing the outlet port with a welded tube. Pressure in the circuit was monitored with a pressure gauge connected to the outlet region of the device through a pressure line. No leakage of dye solution from the blood compartment was reproduced during the test: both the inlet and the outlet lines coupled with the blood ports remained dry without any trace of blue drops detected. Based on investigation results, no communication between the blood and water compartments of the device was confirmed. The pleated metal sheet which separates the blood path from the water path was found intact and leakproof. Taking into account the above facts, no correlation between the anomalous increase of the pressure in the blood side during priming at hospital's facility and any loss of integrity of the water side as alleged by customer was established. Therefore, it is very likely that the root cause of the event was related to the circuit connections to the device. For the above mentioned reasons, event has been re-assessed as not reportable.

Event description:
See initial report.